Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the load not recalled issue and system risk analysis (sra). Trending analysis of the load not recalled issue was reviewed for the last six months and no significant trend was observed. The sra shows the risk for exposure to bio-hazardous, pathogenic or infectious material to be "low." The assignable cause of the cycle cancellation ¿ load not recalled issue is likely due to user error. A customer letter was sent advising that cancelled cycles should be re-wrapped and reprocessed prior to releasing for use. Asp will continue to track and trend this issue. (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The injector valve assembly was replaced to resolve the cycle cancellation issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an unknown cycle cancellation with their sterrad® 100s sterilizer and the load was released and used on a patient without being recalled and reprocessed. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite.